Event description:
It was reported that noise was observed and was reproduced when tapping on the device. The high voltage therapy was disabled and the patient was hospitalized. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.